Manufacturer narrative:
Patient age at time of event is currently unknown. Patient sex is currently unknown. Date of event requested but not provided. Lot # not confirmed by the reporter. Date user facility became aware of event is currently unknown. Approximate age of device is currently unknown. (B)(4). Device manufacture date is currently unknown as lot information is unknown. Investigation- a review of the complaint history, instructions for use (IFU) quality control (qc) and trends was conducted for the purpose of this investigation. The complaint device was not returned for investigation. In the case notes, the statement is made that the lot number of the complaint device was not confirmed. However, in a search of complaints, this is the (B)(4) complaint for a catheter, set or tray containing the catheter over the investigation time period. The customer did state that there are two lot numbers of this chest tube tray on their shelf. Lots 6256867 and 6353877 were reviewed in the manufacturing process. There were no reported nonconformances in the production records of the chest tube or the trays in the manufacturing process. Also, there are no reported field complaints related to either lot at the time of investigation. The manufacturer reported that during the production of this lot there was 1 reported nonconformance for foreign matter, but there were no nonconformances related to the hub and shaft bonding process. The hubbed tubing is received and inspected by incoming qc personnel and performs the inspection to verify that material supplied with adapter is bonded securely between tubing and adapter. The device is supplied with IFU, which gives device description, warnings and instructions for placement and use of the device. It is possible that excessive force placed on the proximal end could have contributed to this failure, but a root cause for this failure cannot be determined with certainty. We have notified appropriate internal personnel and will continue to monitor for similar events.

Event description:
According to the user, the outer sleeve separated at the top of the sealed connection. This has occurred twice in the last 10 days. The initial reporter was not sure if the first incident required intervention (1820334-2016-00130); but the second incident did require intervention (1820334-2016-00106). Additional information was provided on 3 march 2016. The flared end of the chest tube (where it would connect to suction) separated from the tubing of the chest tube after the chest tube had been placed in the patient. The chest tube was removed from the patient and an x-ray was performed. It was determined from the x-ray that no additional interventions were required.

Manufacturer narrative:
Patient age at time of event is currently unknown. Patient sex is currently unknown. Lot # not confirmed by the reporter. Date user facility became aware of event is currently unknown. Approximate age of device is currently unknown. (B)(4). Device manufacture date is currently unknown as lot information is unknown. Investigation- a review of the complaint history, instructions for use (IFU) quality control (qc) and trends was conducted for the purpose of this investigation. The complaint device was not returned for investigation. In the case notes, the statement is made that the lot number of the complaint device was not confirmed. However, in a search of complaints, this is the first complaint for a catheter, set or tray containing the catheter over the investigation time period. The customer did state that there are two lot numbers of this chest tube tray on their shelf. Lots 6256867 and 6353877 were reviewed in the manufacturing process. There were no reported nonconformance's in the production records of the chest tube or the trays in the manufacturing process. Also, there are no reported field complaints related to either lot at the time of investigation. The manufacturer reported that during the production of this lot there was 1 reported nonconformance for foreign matter, but there were no nonconformance's related to the hub and shaft bonding process. The hubbed tubing is received and inspected by incoming qc personnel and performs the inspection to verify that material supplied with adapter is bonded securely between tubing and adapter. The device is supplied with IFU, which gives device description, warnings and instructions for placement and use of the device. It is possible that excessive force placed on the proximal end could have contributed to this failure, but a root cause for this failure cannot be determined with certainty. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
According to the user, the outer sleeve separated at the top of the sealed connection. This has occurred twice in the last 10 days. The initial reporter was not sure if the first incident required intervention (1820334-2016-00130); but the second incident did require intervention (1820334-2016-00106). Additional information has been requested, however it was not provided at the time of this report.